Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2022. The patient removed the sensor 20 minutes after the insertion due to pain. When he removed the patch, he noticed that the wire was not present under the transmitter holder. The area remained painful but tolerable. During the night of (B)(6) 2022 he was in such pain that he couldn't sleep. On (B)(6) 2022 he saw his physician who performed an ultrasound and confirmed the presence of a foreign body. A surgeon removed the retained wire and sutured the incision. The patient was prescribed antibiotics (augmentin) and paracetamol (tachipirina). At the time of the report he was sore, but feeling better. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.